Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia, describing blood glucose readings in the high to very high range approximately 20¿32% of most days, and sought assistance after difficulty reaching the trainer. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included user-reported diminished glycemic control without hospitalization or injury. Investigation included a review of potential use-related and therapy-related factors and an assessment for device performance concerns based on customer-reported information. Investigation of this case revealed no reported alarms or malfunctions and no confirmed device component failure, with the event characterized as hyperglycemia of unclear cause pending further troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.